Event description:
It was reported the healthcare provider noted the device was exposed. Debridement was performed on (B)(6) 2011. A f/u report will be submitted if add'l info becomes available.

Manufacturer narrative:
(B)(4).